Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had several issues. The customer¿s blood glucose was unknown mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to push,scratches on the screen that would create a rainbow effect under the sunlight, and crack on the reservoir tube lip. Customer also reported a rewind anomaly in the past. The insulin pump is not expected to return for analysis.